Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence, which led to an in-clinic evaluation. They opted for a surgical intervention; the entire aus was removed and replaced as a cuff hole was identified. No patient complications were reported.